Event description:
Sero-sanguinous vaginal discharge following tyco i.v.s. (Intra-vaginal sling plasty) multi filament poly propylene mesh. On pelvic exam, extrusion of sling through vaginal epithelium noted. Ivs sling placed 2003. Vaginal erosion noted 2003 and excised in office.